Event description:
A biomed at the user facility contacted carefusion technical support to request a replacement user interface module. The biomed reported that during pre-use the user interface module cycle was on normal, however, the touchscreen display was unresponsive to touch commands. He attempted to calibrate the unit, but the touchscreen remained unresponsive. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module to the user facility. They also issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received by carefusion failure analysis lab on march 02, 2015, and is awaiting evaluation. Once evaluated, a followup medwatch report will be submitted.